Event description:
It was reported that a patient underwent a transforaminal lumbar interbody fusion (tlif) at l4-l5. Thereafter, it was revealed that the implanted cage was backed out. No symptoms were seen with the patient and no health damage was reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.